Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of extension sets disconnected from a non-baxter transfer device. This occurred during an unspecified process step while the sets were being used with chemotherapy solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.